Event description:
Synthes (B)(4) reported that the handles on the hexagonal screwdrivers appear to have stained the steri-peel pouch (both inside and outside). This is report 1 of 2 for this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed no visible signs of damage. The investigation of the complained screwdriver shows that the plastic handle changed the surface. The surface got chemically attacked during repetitive washing and sterilization procedures. Since we are not aware of the used washing and sterilization procedures we conclude this complaint to be indeterminate.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 2 for this (B)(4).